Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer questioned high inr results on coaguchek xs meter serial number (B)(4). Based on the data provided, the results from one comparison to the doctor's roche meter were discrepant. The customer was tested at the doctor's office on a roche meter for routine testing purposes with a result of 2.7 inr. The customer tested on her meter when she got home and got a result of 3.6 inr. The results were within 7 hours of one another. No treatment was necessary. The customer's coumadin dosage was adjusted from 5 mg to 2.5 mg over the past week. The customer's therapeutic range was 2.0 - 3.0 inr. No adverse event occurred. The meter has not been cleaned recently. The customer does not have anemia or anti-phospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has had no diet or medication changes. The customer is not experiencing any bleeding or bruising. Corresponding retention test strips (lot 297787) were tested in comparison to master lot #28632180. The corresponding retention material complies with the specification based on requirements of the regular retention testing process.